Manufacturer narrative:
The previous MDR initial report did not include the PMA/510(k)#. This MDR follow-up report includes the PMA/510(k)# included. Additionally, the product code and common device name have been corrected.

Event description:
It was reported via repair work order that the zoom was intermittently malfunctioning due to malfunctioned handle switch and batteries. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the zoom was intermittently malfunctioning due to malfunctioned handle switch and batteries. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.